Manufacturer narrative:
The table was examined by a berchtold field service technician. After a visual and performance evaluation, the technician could not replicate the event.

Event description:
It was reported that during a procedure the table allegedly moved own its own into multiple positions when surgeon requested table be moved into more lateral position. Surgeon could not remember the number or type of different positions, but noted after the table moved on its own it stopped. The procedure was continued and after completion the table was moved to maintenance. There was no report of injury to the patient or delay in surgery.